Event description:
Technician alleged that the head end brakes are not working, the brake casters set but do not hold. No pt impact.

Manufacturer narrative:
The technician found the brake casters are worn. The technician replaced the brake casters to resolve the issue.